Manufacturer narrative:
Method: device evaluation; device history review, complaint history review, risk assessment; result: the reported event of was confirmed via email correspondence with the sales rep. The screw was returned and device evaluation was performed. Material analysis was performed on the returned device. The screw was found to have fractured radially along the thread roots in a ductile overload mode. The elemental constituents were consistent with the print. No material or manufacturing defects were found. No manufacturing related issues were found upon device history review. Conclusion: based on material analysis, the screw was fractured in torsional along the thread and in ductile overload. According to the risk file, too much torsional force may cause screw breakage. It is likely that the device fractured due to excessive torsional force applied during insertion.

Event description:
It was reported that during insertion into the vertebral body l5, the first third of a 6.5 x 50 long blade screw broke apart. The broken part of the screw remained in the vertebral body. A new screw was used to complete the procedure with no adverse consequences to the patient.

Event description:
It was reported that during insertion into the vertebral body l5, the first third of a 6.5 x 50 long blade screw broke apart. The broken part of the screw remained in the vertebral body. A new screw was used to complete the procedure with no adverse consequences to the patient.